Event description:
It was reported that during a photoselective vaporization procedure for benign prostatic hyperplasia, fiber tip broke off outside of the patient. Due to this, the procedure was completed using another device. There were no patient complications. Device 1 of 2.